Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. According to our records the device was manufactured to specification and met all acceptance/inspection criteria.

Event description:
Revision of reverse shoulder components four years after original surgery due to humeral tray disassociation.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of reverse shoulder components four years after original surgery due to humeral tray disassociation.